Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements in the right ventricular (rv) lead channel. Technical service (ts) reviewed the data and noted the first high out of range impedance occurred in mid - (B)(6) 2020. There was no episode with noise and all other diagnostic are normal. Ts discussed possible causes and provided programming options. The patient had an in-office follow-up for additional testing, and all measurements were stable and within normal limits. The physician scheduled the patient for more testing at the next appointment. Additional information was received, stating that the right ventricular (rv) lead was successfully capped and replaced. This ICD device remains in service. No adverse patient effects were reported.